Event description:
Cardiologist from the facility was pulling the sheath at the end of a normal case to put in a shorter sheath and the back of the hub separated from the sheath. He had a supercore wire in with the dilator as was suggested from the engineers from previous happenings of this sort and it is still an on going issue since 2007. No pt outcome info was provided to assist in his investigation.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying an incorrect language. The medical surveillance specialist (mss) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 5:30 am on (B)(6) 2010. It is not known if the alleged issue prevented the patient from testing his blood glucose. The cca documented that the patient manages his diabetes with insulin injections (self adjuster). The patient confirmed that the alleged product issue did not cause the patient to change his usual diabetes routine. At approximately 10:00 am on (B)(6) 2010, the patient claimed that he became "sweaty and nervous." It is unknown if the patient was able to test his blood glucose on any meter at the onset of his symptoms. The patient denied receiving medical treatment as a result of the alleged issue. During the troubleshooting session, the cca documented that the reported issue was resolved with patient training. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began. However, there is no evidence that the alleged meter performed improperly since the alleged issue was resolved with patient training.